Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the criteria for the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter). 13 nst episodes with v-v intervals less than 220 ms on (B)(6) 2016. 342 v-sics since last session 1.7 days ago. Lead failure predictor triggered on (B)(6) 2016 for v-sics and nsts. Right ventricular pace impedance steadily increases from 1520 to 1786 ohms between (B)(6) 2014 and (B)(6) 2016.

Event description:
It was reported that there was possible fracture on the right ventricular (rv) lead. The lead was abandoned and replaced. No patient complications have been reported as a result of this event.